Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to no value troponin (accutni) results generated on access 2 immunoassay analyzer for multiple patients. The results were reported outside the laboratory. It is unknown if patient treatment was affected.

Manufacturer narrative:
No sample collection or centrifugation information was supplied by the customer. No system information was provided by the customer. While troubleshooting with bci customer technical support (cts), it was found that the reagent pack was not in the position. The customer properly loaded a new pack of reagent and performed qc, which resulted in the established ranges. The cts advised the customer to repeat all results back to when qc was in the established ranges to verify the results, and to call back if there were any erroneous results. Service was not dispatched as the issue was resolved by troubleshooting with the cts. Use error was the root cause for this event.